Event description:
It was reported approximately four months post implant of the implantable pulse generator (ipg) system that  the patient developed an infection and vegetation was noted on the leads. The ipg system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.